Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned components underwent a thorough analysis. The visual and microscopic inspection of the pump and reservoir found no abnormalities or leaks in the components. The pump was functionally tested and did not pass the failed deflation test. Based on the information available, the reported allegations were confirmed.

Event description:
It was reported that this inflatable penile prosthesis (ipp) pump was not working as intended. The pump was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) pump was not working as intended. The pump was explanted and replaced. There were no patient complications reported.